Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: heartmate ll.specific component(s) involved: pump drive unit malfunction.additional text: heartmate ll.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of driveline; replacement of pump.other intervention :implant device type: lvad.